Event description:
The event is reported as: incoming inspection alleged issue: "pin hole on package upon inspection." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.